Event description:
Losing insulin trying to get rid of the bubbles. Her husband has about 6-7 boxes of syringes due to them buying in bulk. Needles are hard to insert and are really slow when injecting the insulin. (B)(6) wasn't home at the time of the call, but will be checking to see if all boxes have the same lot, exp, etc.